Event description:
Reportable based on analysis completed on (B)(4). 2010. It was reported that during a stenting treatment procedure there were difficulties crossing the lesion. The 82% stenosed lesion was located in a severely calcified distal to mid left anterior descending artery. Predilation was performed using a 2.0x20mm maverick balloon. Resistance was encountered during advancement of the promus element and it was unable to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable. Device analysis revealed stent damage. This product is only ous approved but it is similar to a marketed us device.

Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination found that the stent moved distally on the balloon, so that the distal edge of the stent was 2mm distal to the distal markerband. The middle and proximal sections of the stent were damaged. The struts in the middle of the stent were stretched and the struts in the proximal section of the stent were misaligned. Hypotube kinks were present throughout the entire length of the catheter. This type of damage is consistent with excessive force being applied to the delivery system. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).